Event description:
It was reported that the peep not working correctly. No patient involvment.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. It was found there was a loose grub screw on the peep spindle. The problem source is unknown. The previous service history has been reviewed and is related to the current reported problem.